Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd eclipse¿ needle with slip-tip hub configuration, the device experienced needle and syringe spin-out, which lead to leakage. The following information was provided by the initial reporter. The customer stated: (B)(6) 2022: emergency intramuscular injection in an agitated patient. Needle-syringe mismatch during the treatment with splashing. No clinical consequences apart from uncertainty as to the dose actually administered to the patient. Could you please confirm which drug was used during the incident? Diazepam 10mg intramuscular. What was the effect on your patient as a result? Partially administered dose, unable to quantify. What action was taken? Monitoring of patient's agitation + removal of offending reference from ward supply. Were there any damages or differences observed on the incriminated device (wrong needle length, rigid material, softer...) Not to my knowledge, nurse aware of difficulties.

Event description:
It was reported when using the bd eclipse¿ needle with slip-tip hub configuration, the device experienced needle and syringe spin-out, which lead to leakage. The following information was provided by the initial reporter. The customer stated: (B)(6) 2022: emergency intramuscular injection in an agitated patient. Needle-syringe mismatch during the treatment with splashing. No clinical consequences apart from uncertainty as to the dose actually administered to the patient. Could you please confirm which drug was used during the incident? Diazepam 10mg intramuscular. What was the effect on your patient as a result? Partially administered dose, unable to quantify. What action was taken? Monitoring of patient's agitation + removal of offending reference from ward supply. Were there any damages or differences observed on the incriminated device (wrong needle length, rigid material, softer...) Not to my knowledge, nurse aware of difficulties.

Manufacturer narrative:
H6: investigation summary as a lot number was unknown for this incident, we were unable to complete a production history review and unable to identify if any previous reports have been received for the affected lot regarding this type of defect. Without the physical sample, our quality team was not able to complete a thorough analysis. Based on the limited investigation results, an exact cause related to the manufacturing process for the reported issue could not be determined. H3 other text : see h10.